Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.8 inr, customer meter and customer strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.2 inr, customer meter and customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
While assisting the patient with errors received on his coaguchek xs meter serial number (B)(4), it was determined from the meter's memory that the patient had erroneous results when testing on (B)(6) 2018. The units of measure and date were found to be set incorrectly on the meter. A display check of the meter was performed and all characters/segments displayed correctly in the result field of the display. At 8:12 a.m. On (B)(6) 2018 (date of (B)(6) 2018 according to meter memory), the patient tested a sample on the meter and the result was 2.7 inr (32.4 sec). At 9:45 a.m. On (B)(6) 2018 (date of (B)(6) 2018 according to meter memory), the patient tested a sample on the meter and the result was 2.0 inr (24.2 sec). The patient used the same finger when collecting samples for each of the two tests. The patient did not receive treatment and the patient's medication was not changed based on the meter results. The patient is currently in stable condition. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is three times per week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's warfarin dose changes all the time. The patient did not have any new illnesses. The patient did not have any signs of bleeding or bruising. The patient's diet is not consistent. The patient ate collard greens on the night of (B)(6) 2018. The patient did not report any special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 353503) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.